Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation, no response or audibility was noted on channels 5-12. The patient was able to understand limited speech with his new device and left the appointment wearing the processor.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, it is assumed that the active electrode partially migrated out of cochlea in the early post-operative period. A full insertion at the time of implantation is stated on the implant registration card. However, post-operative diagnostic imaging revealed extracochlear channels. Further, a narrowing of the cochlea could be observed that likely prevented full insertion during reimplantation surgery with a different electrode type. Furthermore, the patient was initially implanted with a flex24+ electrode and loss of residual hearing was noted. This is a final report.

Event description:
At initial activation, no response or audibility was noted on the basal electrodes, channels 5-12. The recipient was able to understand limited speech. The patient was re-implanted with a different electrode type.